Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had reached end of life (eol) due to the extended charge time (CT). The health care professional (hcp) wanted to know regarding the longevity calculation of the device. Boston scientific technical services (ts) could not provide the longevity calculation and discussed of replacing the device as therapy is no longer guaranteed to be available when the patient needed. Later, this crt-d was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was obtained indicating that the hospital had the explanted the device and it is unknown if the device will be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been requested. Once additional information becomes available, this report will be updated.